Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A health professional reported observing glistenings in implanted intraocular lenses (iol) approximately 10 years ago. Patient impact is unknown. Additional information has been requested but unable to be obtained.